Manufacturer narrative:
No ultrasound systems have been reported to be infected with the wannacry virus. However, there is the potential for the virus to affect these products and halt system functionality. The resulting harm to the patient would be a possible delay in a procedure for a sedated patient, a reinsertion of a transesophageal transducer or catheter, or repeat of a stress echo exam. A hot fix will be issued to patch vulnerable systems. These hot fixes will follow the december 2016 postmarket management of cybersecurity in medical devices from the FDA guidance for 806 reportability.

Event description:
The "wannacry" virus is reportable event based on the potential for death or serious injury to occur.